Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter: during a laparoscopic upper right blebectomy, the stapler was being fired over thick and inflamed lung tissue. The staples were deployed 60 mm and the surgeon retracted the stapler 30 mm before it became stuck at 45 mm. The jaws of the device were locked on the tissue. To correct the issue, the surgeon attempted to retract the knife blade manually but was unable to. To remove the stapler from the tissue, a thoracotomy was created and lung tissue was resected. Surgical time was extended. The patient is alive.